Event description:
As reported, the patient had an initial left tka on (B)(6) 2014. The patient was revised on (B)(6) 2024 due to knee pain and instability and the poly was exchanged for a psc 13mm. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): (B)(6): 02-010-01-0260 - logic femoral ps cem left sz 6. (B)(6): 02-012-45-6050 - lgc tibial fit tray cem sz 6f / 5t. (B)(6): 200-02-38 - three peg patella 38mm.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d1/d2a/d2b, d4, d6b, h4, h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the reported revision due to instability cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Subluxation and dislocation are known risks, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.